Event description:
The customer reported that the system started to fluoro on its own. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of pt or staff injury was reported. This malfunction may have resulted in a possible accidental radiation occurrence.